Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the blade was wobbly/unstable during procedure. Blade was replaced with a new blade of same lot number and it worked perfectly. Case was continued and completed with no further incidence. There was no patient impact.

Manufacturer narrative:
Device available for evaluation? -yes" is no longer applicable. Only the finish goods pouch, internal pouch, and hose clamps were returned. The blade was not returned. "Device returned to MFR? Yes" is no longer applicable. If information is provided in the future, a supplemental report will be issued.